Manufacturer narrative:
Philips has investigated this complaint. The reported problem occurred during a non-emergency procedure with the wired foot switch. The procedure was completed successfully, with no recurrence of the issue, after disconnecting the wired footswitch and connecting the wireless footswitch instead. Philips inspected the wired footswitch on site, and based on the troubleshooting, no visible malfunction of the footswitch was found. The philips replaced the wired footswitch proactively, after which the system was returned to use in good working order. The design of the wired footswitch (12nc: 4598 007 72192) is robust to avoid unintended activation due to mechanical failure. However, unintended activation of the footswitch due to it being pressed by a desk chair or other equipment in the control room or examination room cannot be ruled out. Philips analyzed the log files of the system for that date (B)(6)2020) and confirmed the accidental radiation due to activation of the fluoroscopy pedal. Based on the log files, the amount of accidental/unintended dose the patient received was approximately 15.45mgy. Our evaluation concluded that the incident did not pose risk to health to patients, users, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. No cause for the accidental radiation could be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It has been reported to philips that during a non-emergency procedure the customer noticed that the system emitted radiation without a command of the user. No harm to the patient and user has been reported to philips. Philips has started an investigation for this complaint.